Event description:
High blood sugar levels [blood glucose increased]. Case description: letter recieved from pt (2002): a pt with diabetes mellitus type 2, reported that they were brought to the hosp and observed for a while due to increased blood glucose levels after using a novopen 3. The pt stated that the novopen injected the wrong amount of insulin and their blood glucose levels went up to 18 mmol/l, which caused the pt to suffer mental and physical trauma for months. In 1/2002, the pt contacted the diabetes department of their local hospital, stating that their blood glucose levels were high on mixtard 30, 22 units mornings and 14 units evenings. The pt was seen at the hospital in 2/2002 where they were advised to wait 1/2 hour after injecting the insulin, and the pt's diet was reviewed. In 3/2002 the pt phoned the hospital again to inform them that despite following the advice their blood glucose levels remained high. However, after the pt was provided with a new novopen 3 their blood glucose level improved to 7-11 mmol/l. The pt has recovered. Correction date 6/2002; pt was brought to the hosp, where they were observed for a while (without hospitalization). Comment: based on follow-up info rec'd in 05/2002 this case has been reclassified from non-serious to serious (medically significant).